Event description:
Patient was not feeling well and back was sore. Patient was very confused when providing data. They mentioned going to urgent care due to their bandages wrapping around their wires. It was hurting them also so they gave them new bandages and they were fine now. Increased stimulation to make sure as patient was able to feel stim since they were scared something was wrong and felt like machine was not working. They had been very tired and not sure why. Patient also mentioned that when they were stressed, they could not void. Almost like their body shuts down. Patient stated doctor decided to remove leads on tuesday since it was not doing what it was supposed to do. They stated that they handed in their remote control without turning off stimulation and still felt their flutter. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
(B)(4) was added to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (con): patient was not feeling well and back was sore. Patient was very confused when providing data. They mentioned going to urgent care due to their bandages wrapping around their wires. It was hurting them also so they gave them new bandages and they were fine now. Increased stimulation to make sure as patient was able to feel stim since they were scared something was wrong and felt like machine was not working. They had been very tired and not sure why. Patient also mentioned that when they were stressed, they could not void. Almost like their body shuts down. Patient stated doctor decided to remove leads on tuesday since it was not doing what it was supposed to do. They stated that they handed in their remote control without turning off stimulation and still felt their flutter. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.